Event description:
Pt was revised due to loosening and poly wear of the liner.

Manufacturer narrative:
Examination of the returned device confirms wear of the poly material. There is, however, nothing excessive of note for implantation of approx 17 years. The investigation is unable to verify any product error regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that this product code has been inactive/obsolete since 7/1994. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.